Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test and prompted "service required" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Investigation results: the device displayed a 3120- calibration required message which is not an indication of a device malfunction . This is an indication that preventive maintenance and calibration of the device is required. A preventive maintenance and calibration test was performed. Reports of this nature are not considered to meet our requirements for submission of a medwatch report due to no potential for clinical impact. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "self check fault- 3120" message. Complainant indicated that there was no patient involvement in the reported malfunction.